Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.